Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, during a procedure, the s5 roller pump stopped and displayed an error message indicating micro bubbles were detected. The bubble sensor was turned off and the procedure continued without issue. There was no patient injury. Sorin group (B)(4) requested that the pump be returned for evaluation. The customer indicated that the problem was found to be related to micro-bubbles in the tubing system and not a malfunction of the pump. The pump will not be returned. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that, during a procedure, the s5 roller pump stopped and displayed an error message indicating micro bubbles were detected. The bubble sensor was turned off and the procedure continued without issue. There was no patient injury.